Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user¿s verbatim report is that the product worked well on priming but it was locked in the middle of injection.